Event description:
The customer reported the pt received burns during an rf ablation procedure. The patient sweated heavily and was anxious during the procedure. The device was checked and a technical safety check has been made prior to the procedure. No damages or/and abnormal values were determined. Despite several requests, no further info was provided by the site, including the product ID and patient info.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. Add¿l questions in regard to the incident have been asked. If the sample is received, or if add¿l info pertinent to the incident is obtained, a follow-up report will be submitted.